Event description:
Engineering triggered an investigation based upon an observation the product package labeling was incorrect. As secondary information, the label incorrectly states the electrodes are to be used with devices configured for quik-combo electrodes, if an attempt at utilization was made with such a device, it would not connect. Pacing therapy could not be administered as a result.